Event description:
It was reported that shaft break occurred. A 28 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During preparation, the hypotube section of the stent delivery system (sds) snapped/ separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 12 x 2.25 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 89mm distal from the strain relief. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 28 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During preparation, the hypotube section of the stent delivery system (sds) snapped/ separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upn- search corrected from h7493925128350 - promus premier ous mr 28 x 3.50 - 39251-2835 to h7493925112220 - promus premier ous mr 12 x 2.25 - 39251-1222. Upn corrected from h7493925128350 to h7493925112220. Catalog/model # corrected from 39251-2835 to 39251-1222. (B)(4).

Event description:
It was reported that shaft break occurred. A 28 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During preparation, the hypotube section of the stent delivery system (sds) snapped/ separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).